Event description:
The medical center was renting a clinitron air fluidized therapy bed for this pt. The mattress contains tiny, grade silicone coated beads mixed with air to provide their unique mattress pressure. The pt and nursing staff made complaints about dust in the air and a slippery floor while using this bed for a couple of hours until they realized that the dust was actually the tiny beads from the mattress of the specialized bed and that the mattress must somehow be compromised. This bed bead leak created a hazardous environment for pt and staff, with the floor covered in tiny microbeads and the air reportedly had a "strange smell". While neither pt nor staff was harmed in this incident, there were safety concerns about the safety and future use of this type of rental bed in the medical center. The bed was rented for this pt from hill rom. It was returned to the rental vendor hill rom.